Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported, on an unspecified date, a plum a+ experienced an infusion flow issue. It was detected that when medication was programmed in secondary for a certain time, it was delivered in less time than programmed. If the pump was programmed for 4 hours, it would pass the medication in half the programmed time. The error was detected with a primary and blood transfusion set. The customer stated that it is unknown the medication used with the pump, and it is unknown how much less time it took to deliver. The event occurred during patient use, however; no one was reported harmed as a result of this event.

Manufacturer narrative:
The pump does not replicate the error that was reported in the description of the event, the pump was found in good physical condition and recording a delivery within the parameters allowed by ICU medical, a probable cause would be in the data entry when scheduling and infusion by part of the medical personal. The pvt was performed, and all tests were passed. D7a.